Event description:
Site reported that during a picosure pro laser tattoo removal treatment a display error code appeared. The error code indicated handpiece was unrecognized. Provider switched to the zoom handpiece and same error code appeared. Upon restart, a spark occurred emitting a burning-plastic odor followed by provider experiencing an electrical shock and potential burn to the patient.

Manufacturer narrative:
Cynosure clinical reached out to the site for additional information. The device settings used were within the normal recommended ranges. During time of incident, provider heard a popping sound and reached down to turn off the front breaker near the key switch, at which point she received an electrical shock and smoke came out of the vent. Provider clarified that she did not feel any electrical shock while holding the handpiece. Provider also relayed the eyebrow treated looked as expected after similar treatment. Due to sparking the treatment was stopped, and patient's opposite eyebrow could not be completed. The patient was dissatisfied that the procedure could not be finished and that one eyebrow remained untreated. Per cynosure clinical, "it is unknown if an injury occurred." Efforts were made to obtain additional clinical details, but the clinic owner did not provide any updates regarding the incident. The photograph taken immediately after treatment shows expected side effects consistent with laser tattoo removal, however it is unknown if the patient was injured or if the patient was assessed. In cynosure's clinical opinion: cause for side effects remain unknown. The device history record confirms that the product passed and met all requirements before releasing. A service evaluation is pending due to device getting shipped back to the manufacturer for review. A final MDR will be submitted once further investigation has been completed. Since a reported malfunction occurred and there is potential serious injury, we are reporting this as an initial MDR.

Event description:
This is a follow up report to medwatch 1222993-2025-00058 due to additional information received. Site confirmed that no injuries occurred. Operator relays they are fine and expressed they did not experience an electrical shock while holding the handpiece. Incident occurred when operator opened the front cover of the unit and turned off the breaker. Site also confirms the treatment produced the expected results when treating the patient's eyebrow. The device is being returned to the site to continue patient treatments.